Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.5cm abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported; however, it was noted that the patient had small and calcified arteries. It was reported that the following day, the physician discovered that the endurant graft was placed higher than intended; therefore, it covered both renal arteries and the sma. The physician intervened by creating a bypass through the sma to the iliac artery. The intervention was completed successfully and the patient is doing fine. The cause of the inaccurate delivery was user error; the physician moved the table during deployment. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (vascular bypass); patient¿s condition affected effectiveness of device (small and calcified arteries); failure to follow instructions (user error - physician moved table during deployment). Conclusion: inherent risk of a procedure (inaccurate delivery, vascular bypass); user error contributed to event (user error - physician moved table during deployment); device failure/lack of effectiveness related to patient condition (small and calcified arteries).